Event description:
Foley removed due to patient reporting it was leaking, per chart review foley due to be changed, therefore patient requesting new catheter to be inserted. Upon removal of old catheter, a substance of pale yellow landed on patient's vulva. Upon inspection the material was hard and non-palpable, when squeezed it broke into 3 pieces. Close examination of the catheter tip/deflated balloon. With visual and tactile inspection, it was noted that when the tip of the catheter was squeezed/lightly scraped with a gloved fingernail, particles were dislodging from the catheter and appeared to be catheter material dislodging from the catheter.